Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had gone dead with good batteries and had alarmed for reset errors. The blood glucose reading was 142 mg/dl. The insulin pump had not been stored or out of use for an extended period of time. The alarm occurred shortly after inserting a new battery. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of damage. The battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display returned. The insulin pump passed the self test. The customer was sent a new battery cap and advised to monitor the issue. The customer called back and reported that the insulin pump was shutting down despite using a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced.